Manufacturer narrative:
Manufacturing site evaluation: the prosa was manufactured by a qualified employee; deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. Visual inspection - the shunt system was received in its original packaging. No significant deformations or damage of the valves were detected during the visual inspection. The permeability test was not applicable, as the device was received in the original package. Adjustment test - the test is carried out with the standard check-mate and measurement tool. The valve was adjustable to all settings. Braking force and function test - not applicable. Results - based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve was adjustable as specified. We can exclude a defect at the time of release. The valve met all specifications of the final inspection.

Event description:
It was reported that there was an issue with the shunt system. Prior to the surgery, the valve was not able to be programmed. The malfunction occurred in the operating room and the device was not implanted. Additional information was not provided.